Event description:
It was reported that the patient experienced high blood glucose on (b)(6) 2026. It was managed with correction via insulin pump.

Manufacturer narrative:
Initial 7 of 8E1: Event City: (b)(6)Event Country: AustriaName: (b)(6)Country: United States of AmericaAddress ¿ Line 1: (b)(6) Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380